Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample was provided for evaluation. Upon visual inspection of the returned sample, no defects were noted. The sample was attached to observe if it would fit into the pump. The tubing did not need to be stretched and there was no evidence of interference between the tubing couplers and the pump housing. In an attempt to replicate the reported defect of the air-in-line alarm on the pump, the sample was attached to the pump and then tested by running therapy while staggering the rate of flow throughout the therapy. No alarms occurred during the testing of the returned sample. The sample was also leak tested with no leakages observed. A measurement of the outer diameter of the pump segment tubing was taken and found to be within specification. Based on the data from the investigation, the reported defect was unable to be confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Five retains from the reported batch number were tested per specification and passed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted

Event description:
As reported by the user facility: brief inquiry description: false air in line alarm. Detailed inquiry description: called to ICU room 4127 for ail alarm that nurse had tried to resolve 4 times without success. Infusion was a primary of normal saline with a secondary of vancomycin. Medication was not cold and no asv was in use. Microbubbles noted in secondary tubing and very small bubble was seen in the primary tubing. Primary tubing was removed and tapped to move bubble through tubing. Tubing was reinserted and infusion was restarted. Air bubble alarm was immediately received. Removed tubing and no visible air seen in tubing. Inserted same tubing into a different pump and immediately received air bubble alarm. Inspected tubing again and no visible air in line. Instructed nurse to get a new set of tubing (same lot number) and a new bag of ns was reprimed and the asv was left on this time and infusion completed without issue. Infusion of vancomycin: description of the patient event administration of vancomycin was interrupted for 45 minutes. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.